Event description:
On (B)(6) 2019, discharged home. Patient had ablation as outpatient on (B)(6) 2019. Patient was admitted with aicd shocks. More pi were appreciated upon interrogation. This was attributed to his arrhythmia and changes in map. The event log captured persistent pi events but no unusual events were noted.

Manufacturer narrative:
Section b5: it was previously reported that the patient was readmitted to the ER on (B)(6) 2019 because their aicd began firing again. However, a correction has been made to the date the patient was readmitted. The correct date it (B)(6) 2019. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The submitted controller event log files collectively contained data from (B)(6) 2019 through (B)(6) 2019 and from (B)(6) 2019 through (B)(6) 2019. No atypical events or alarms were captured¿the only events recorded were associated with pi events and routine power source exchanges. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. The account reported that the patient was admitted on (B)(6) 2019 for ventricular tachycardia (vt) after multiple shocks from their aicd. The patient was started on amiodarone drops (gtt) and received an electrophysiology (ep) ablation. The patient was later discharged on (B)(6) 2019 on oral (po) amiodarone. The patient then reported back to the emergency room (ER) on (B)(6) 2019 after their aicd began firing again. The patient was hospitalized and unspecified changes to the patient¿s medications were made. The patient was discharged home on (B)(6) 2019 and was scheduled to receive an electrophysiology (ep) ablation as an outpatient on (B)(6) 2019. On (B)(6) 2019 it was reported that the patient was again admitted with aicd shocks. Log files showed more pi events upon interrogation which was attributed to the patient¿s arrhythmia and changes in mean arterial pressure (map). Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had recent episodes of ventricular tachycardia (vt); no ventricular assist device (vad) alarms noted. The log file analysis showed that there were no unusual events recorded in the log file. The mcs equipment was operating as intended. On (B)(6) 2019, patient was admitted after multiple shocks from automated implantable cardioverter defibrillator (aicd) for vt. Amiodarone drops started. On (B)(6) 2019, patient discharged on oral amiodarone. On (B)(6) 2019, patient reported back to emergency room (ER) after aicd began firing again. Changes to medication and electrophysiology (ep) ablation was done.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recent episodes of ventricular tachycardia (vt); no ventricular assist device (vad) alarms noted. The log file analysis showed that there were no unusual events recorded in the log file. The mcs equipment was operating as intended. On (B)(6) 2019, patient was admitted after multiple shocks from automated implantable cardioverter defibrillator (aicd) for vt. Amiodarone drops started. On (B)(6) 2019, patient discharged on oral amiodarone. On (B)(6) 2019, patient reported back to emergency room (ER) after aicd began firing again. Changes to medication and electrophysiology (ep) ablation was done.